Event description:
It was reported that this right ventricular (rv) lead was implanted for approximately a week, when it was explanted and replaced due to observations of noise and loss of capture. The lead has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted for approximately a week, when it was explanted and replaced due to observations of noise and loss of capture. The lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no findings. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise or loss of capture soon after implant. 3191 code was used to denote surgical intervention.